Event description:
It was reported that during a shoulder surgery using a speedscrew 5.5 implant with inserter handle, the implant broke upon insertion into hard bone. The broken implant was removed, however it was necessary to drill a new bone hole to complete the procedure with an additional speedscrew implant. There were no significant delays or pt complications reported as a result of this event.